Event description:
It was reported that the patient wen to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was noted that upon removal of the pod, the cannula was bent. Additional information regarding treatment was solicited, but unavailable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.